Manufacturer narrative:
Citation: valfrè c et al. Clinical results of hancock ii versus hancock standard at long-term follow-up. J thorac cardiovasc surg. 2006 sep;132(3):595-601, 601.e1-2. Doi: 10.1016/j.jtcvs.2006.03.062. Epub 2006 aug 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the long-term structural valve deterioration observed in patients following valve replacement with a hancock standard or hancock ii bioprosthesis. All data were collected from multiple centers between 1983 and 2002. The study population included 1,931 patients (predominantly male; mean age 58 years), 714 medtronic hancock standard bioprosthetic valves were implanted and 1,293 medtronic hancock ii bioprosthetic valves were implanted (aortic or mitral position). No serial numbers were provided. Among all patients, the overall mortality included 869 patients (392 hancock standard recipients and 477 hancock ii recipients) during a median follow-up period of 12 years. The combined morbidity and mortality rate was 8.3% for the hancock standard recipients and 4.3% for hancock ii recipients, respectively. However, the physician/author did not distinguish the morbidity events from the mortality events. Specific causes of death were not reported. Based on the available information, a direct correlation could not be made between the observed deaths and medtronic product. Among all patients, adverse events that were reported to be valve-related included: embolism, hemorrhage, endocarditis (duration fro m valve implant to onset of endocarditis was not provided), valve thrombosis, and paravalvular leak. Other adverse events noted in the article: reoperation due to structural valve deterioration or endocarditis, bioprosthetic valve dysfunction due to structural valve deterioration (no other details were provided), and dehiscence. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.